Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not able to charge the ins towards the end of his life. They stopped charging because he could no longer swallow medication and they stopped charging to give him a rest. No further complications were reported/anticipated.